Event description:
Caller reported the pt tested 2.7 inr on the coaguchek xs system and 4.7 inr on a comparison lab. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement sent.